Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('I had essure reversal on the (B)(6) of (B)(6)') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced menstruation delayed ("reversal on the (B)(6) of (B)(6) and still no period/ basically I'm now 8 days late") and breast tenderness ("my boobs are tender"). The patient was treated with surgery (surgery to remove essure device). Essure was removed. At the time of the report, the medical device removal, menstruation delayed and breast tenderness outcome was unknown. The reporter considered breast tenderness, medical device removal and menstruation delayed to be related to essure. Concerning the injuries reported in this case, the following one/ones was/were reported from social media report : breast tenderness, menstruation delayed, medical device removal. Amendment: the report was amended for the following reason: information from duplicate case (B)(4) has been transferred to this case, including the legacy device report number 2951250-2019-11696. No new follow-up information was received from the reporter. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('I had essure reversal on the (B)(6)') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced menstruation delayed ("reversal on the (B)(6) and still no period/ basically I'm now 8 days late") and breast tenderness ("my boobs are tender"). The patient was treated with surgery (surgery to remove essure device). Essure was removed. At the time of the report, the medical device removal, menstruation delayed and breast tenderness outcome was unknown. The reporter considered breast tenderness, medical device removal and menstruation delayed to be related to essure. Concerning the injuries reported in this case, the following one/ones was/were reported from social media report : breast tenderness, menstruation delayed, medical device removal. Incident. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.